Event description:
On (B) (6) 2009, the pt's mom/rptr contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the one touch ping meter is a damaged display. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self-adjusting insulin. At an unspecified date and time, the damaged display issue began while the pt felt ill/sick and had symptoms described as "nausea and pale." The pt reportedly was able to test on the one touch ultra2 and obtained a blood glucose reading of "hi" (>600 mg/dl per the owner's manual). The pt's called the doctor who recommended changing her insulin ration from 1:100 to 1:75 and increased the pt's novolog insulin by 4 units. This complaint is being reported due to the alleged damaged display. The pt's symptoms developed during the onset of the product issue. The pt was able to test her blood glucose and obtain treatment during the time of concern. Hence, there is no evidence that the pt suffered a serious injury due to the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.